Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon explant of an impella rp a clot was observed on the pump inlet. The clot was removed. No patient harm was reported.

Manufacturer narrative:
The impella rp flex was returned for investigation. No issues were found on the returned product. The cause of the thrombosis and arrhythmia was unable to be determined due to insufficient clinical details. The cause of the access site bleed was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.